Event description:
The patient presented with abdominal pain and was admitted on [redacted date] for drive line exit site infection. The patient has been placed on IV antibiotics and undergoing IV diuresis. There is mild soft tissue thickening and adjacent fat stranding surrounding the driveline of the left ventricular assist device as it courses through the right anterior abdominal wall, likely infectious/inflammatory. There is no evidence of subcutaneous or intra-abdominal fluid collections. The patient will complete the course of IV antibiotics then be placed on long-term oral antibiotics to prevent reinfection.